Event description:
Customer reportedly received result of lo (less than 10 mg/dl) on the active system after inserting an undosed strip. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.